Event description:
The customer reported that the plastic tray that contains that sterile tubing set was found cracked and compromised the product's sterility. This damage was noticed upon inspecting the package and had no pt involvement.

Manufacturer narrative:
Investigation results: the tubing was returned for investigation and the reported problem was verified. A review of product history shows similar reported problems within the past few months. A stock audit was performed and a corrective action has been initiated. A temporary change has been made to the packaging.